Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 27-aug-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified coronary vessel. A 3.00x20mm synergy drug-eluting stent was advanced but failed to the cross lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.